Manufacturer narrative:
H6 - results - 3252 is based on evaluation of user facility information & the returned sample; 213 is based upon evaluation of undamaged sections of the returned sample. H6 - conclusion - 77 is based upon evaluation of user facility information & the returned sample; 71 is based upon evaluation of undamaged sections of the returned sample. The actual device was returned to the manufacturing facility for evaluation. Visual inspection upon receipt found that the ptfe coating had been sheared off the outer surface of the wire on the area approx. 83 -100mm from the distal end of the shaft. Magnifying inspection of the segment on approximately 83 - 100mm from the distal end found that shearing of the ptfe had been generated both from the proximal in the distal direction and from the distal in the proximal direction. The outside diameter was measured on the undamaged segment and confirmed to meet manufacturer specification. The adhesive strength of the ptfe coating to the core wire was determined and verified to meet manufacturer specification. Functional testing was conducted on a current product sample of the visiglide guide wire. The ptfe coated segment was pushed against a sharp tool. In this state the test sample was pulled in the proximal direction. The coating was sheared off the shaft and some sheared portions came off the shaft. Another test conducted using the forceps elevator on the endoscope raised while a guide wire was inserted in it. The guide wire came into close contact with the forceps elevator. Subsequently when the guide wire was subjected to further pushing and pulling forces in this state, it was exposed to a frictional force exceeding the product's strength limit, resulting in shearing of the coating off the shaft. A review of the device history record and the shipping inspection record of the involved product/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. There is no indication that this event was related to a device defect or malfunction and the exact cause cannot be determined. Based on the on the investigation results it is likely that the actual device had close contact with a sharp object and in this state it was subjected to some pulling and pushing actions, when it was exposed to abrading forces which exceeded the coating's adhesive strength. According to the complaint description, the customer found the damage on the actual device during preparation. From the available information, it cannot be determined how and when the actual sample had close contact with a sharp object. Terumo medical product (tmp) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
The user facility reported the coating layer sheared off the visiglide device. Follow up communication with the user facility confirmed the following information: when the customer checked the actual device before use, he found that the outer coating had been partially sheared off the shaft; he decided not to use it; the procedure was completed successfully; and there was no patient involvement.